Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique which was not further specified. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that patient retraining is complete. No additional information is complete. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.